Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s3, the image flickered when the blade was moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. A single-use test blade was plugged into the customer's smart cable and monitor. The cable was physically manipulated in an attempt to replicate the failure. The video image remained constant throughout testing. There was no sign of physical damage. No other problems were found. Service was complete, and the device was returned to the customer.